Manufacturer narrative:
Internal file number - (B)(4). If follow-up what type correction: MFR site- reg#. Evaluation summary: analysis was performed on the returned device. The marker lumen blockage could not be confirmed as the marker lumen was successfully flushed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and treatment appears to be related to circumstances of the procedure due to under insertion of the device. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the proglide device was prepped per the instructions for use (IFU) and was inserted into the patient anatomy over the guide wire. Once the rapid exchange port reached skin level the guide wire was removed and the device was advanced further in the vessel. Reportedly, the was no blood flow coming from the marker lumen even with the patient having high blood pressure (greater than 200mmhg systolic). The proglide device was pulled back and the marker lumen was flushed again. The proglide was advanced back into the vessel and there was still no pulsatile blood flow from the marker lumen. The proglide was removed and a femoseal device was used to achieve hemostasis there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.